Manufacturer narrative:
Name: beta bionics inc. Country: united states of america. Address ¿ line 1: 8 saint mary¿s street. Address ¿ line 2: suite 936. City: boston. State: massachusetts. Zip code: 02215 ¿ 2421. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the adhesive was compromised when the tubing became caught and subsequently pulled away from the surface on (B)(6) 2026.